Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump auto test failed. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1712kl was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. Proceed with the following testing to assure proper functionality of the unit. Pump passed self test, and displacement test. The adapt tool reveals that on 09/29/2025 09:12:04.000hour pump error 63 was recorded. File=37 line=367 variable = 03. Per software engineering log investigation pump error 63 was due to ambient light test failure - suspecting the hw. Problem isolated to electronic assembly. Proceeded by cutting unit open and performing a visual inspection on connectors and electronic assembly. All connectors including keypad flex connectors were plugged in properly and there was no moisture damage on electronic assemblies. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations are confirmed. During download review pump error 63 alarms was recorded due to rf chip error. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.